Event description:
During an in-clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. Myopotential oversensing was suspected to be the cause of the noise. Provocative testing was performed, however, the noise could not be reproduced. No intervention was performed at this time. The patient was stable and will continue to be monitored.